Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post dialysis catheter placement, the catheter allegedly shows signs of indentation after the clamp is released. It was further reported that the tubing should recover its original shape normally upon releasing the clamp, but in these instances, the tube remains compressed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was note returned for evaluation. However, two photos and one video were provided for review. The first photo shows an implanted 23cm glidepath catheter with clamps disengaged. The highlighted venous lumen is noted to be deformed / compressed in the extension leg near the clamping area. The second photo shows an implanted catheter in which both the lumens are noted to be deformed / kinked in the extension legs. Therefore, the investigation is confirmed for the reported deformation issue. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement, the catheter allegedly shows signs of indentation after the clamp is released. It was further reported that the tubing should recover its original shape normally upon releasing the clamp, but in these instances, the tube remains compressed. There was no reported patient injury.